Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. Boston scientific technical services (ts) reviewed the episode and discussed that the rhythm started in the vt-1 monitor only zone, then accelerated to the vt zone where detection enhancements were not applied. Ts discussed a software update to correct this issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.